Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and reservoir tube cracked. The insulin pump was received with broken off reservoir tube lip. The reservoir was unable to lock in place due to reservoir completely broken off. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged on top of the reservoir chamber. Customer stated the lip around the reservoir was missing and there were cracks around the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.